Event description:
It was reported that the right ventricular (rv) lead triggered a lead warning for over 600 low impedance counts. The rv lead impedance had been trending downward for some time. It was further reported that the atrial lead also triggered an impedance warning for low impedance and was undersensing. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.